Event description:
It was reported that high impedances were measured at implant. It was noted that the device was not implanted and a different product was used. It was noted that the issue was resolved. Additional information reported that impedances greater than 40,000 ohms were measured. It was noted that all electrodes on the implantable neurostimulator (ins) were tested and all contact pairs read greater than 40,000 ohms. It was noted that when the manufacturing representative tested the lead, it was fine. It was further noted that the manufacturing representative used a different ins and all impedances were within normal limits.

Manufacturer narrative:
(B)(4).